Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data shows cgm glucose was in range (70-180 mg/dl) 83.2% of the ~15 hours of data available on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The logs indicate that a pause insulin request was made leading into the reported event and no entries to resume insulin delivery were made. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this hyperglycemic event, as the cgm glucose readings are not consistent with the user's reported blood glucose. It is likely that the user's underlying conditions contributed to their need to be treated in the hospital setting.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user informed the cds they reported being hospitalized due to a headache and a urinary tract infection (uti). They described feeling "not right." According to the clinic, the patient's bg levels were mildly elevated in the afternoon, accompanied by a headache and vomiting, prompting advice to go to the emergency department to rule out diabetic ketoacidosis (dka). Upon admission to the hospital, the patient had a bg level of 254 mg/dl, but ketone testing returned negative results. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported the event occurred during their second day using the ilet system. The user acknowledged receiving treatment in the ER, which included cat scans and blood work, and mentioned that doctors found a heart condition. They were unable to explain how they arrived at the hospital or if any assistance was needed, only stating they were not feeling well. They confirmed they would not be returning to the ilet system.